Event description:
It was reported that during a lap chloe procedure that two clips from the ca040 clip applier cartridge fell off a vessel. Two more clips were reapplied and there was no further incident. No pt injury or complication reported.